Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system unexpectedly exited. The site performed a hard shutdown and restarted the navigation system. Upon restart the navigation system functioned normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.